Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump alarmed failed battery test and multiple pump error. The customer¿s blood glucose was 5.9 mmol/l. Troubleshooting steps were provided for pump error. The customer was assisted with self test and test did not pass. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the self test and displacement test. Pump error 63 alarm, was confirmed in the formatted history file due to a cold solder joint found on the ambient light sensor. Pump error 4 confirmed in the formatted history due to a software anomaly. Device received with normal operating currents, no failed battery test alarms noted during testing.